Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a staph infection once after one of his battery replacements so they had to rip everything out, including the wires, because the infection was in the battery pocket. The caller said this event happened "way back when" in february of whatever year and it took until may and all of a sudden the pocket burst open and puss was coming out. The caller said the incision never healed well and the patient never had a fever, but it was a staph infection. The caller said she was patient's nurse for 6 months and had to take care of the hole in the patients butt cheek (where the infection was) until the patient healed up. The caller said that she was sure it wasn't the device that caused the issue, and she thought it was just some germ floating around the hospital. The hcp put the next battery in the other butt cheek.